Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02724. It was reported that the patient was unable to turn on therapy. Reportedly, diagnostics revealed high impedances on the lead contacts. X rays were taken and no visible fractures were seen. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-02724. Additional information received identified that surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
Device 1 of 2 : reference MFR report: 3006705815-2018-02724. It was reported that one lead was confirmed to be fractured. Following the replacement of the lead, effective therapy was reported.